Event description:
It was reported that syringes were frequently leaking blood through the top of the cap. The event occurred while in use with a patient when blood draw was complete and happened once blood was placed in the syringe. There was medical intervention required and additional blood sample was needed. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.